Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The patient received inappropriate therapy because of the dislodgement. The dislodgement was confirmed upon x-ray. The right ventricular (rv) lead was surgically abandoned and a new lead was implanted. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.